Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the two (2)-pin side of the a1114 mayfield infinity skull clamp allowed a nodding movement of the head during the arteriovenous malformation (avm) case on (B)(6) 2019. The male patient was not injured. The case was delayed as the navigation was not accurate as a result of the movement. Additional information has been requested.

Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit will function properly. General maintenance and cleaning required. DHR review showed no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint is not confirmed. Device identifier # (B)(4).

Event description:
N/a.